Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she experienced high blood glucose. The customer also reported that she received a motor error alarm. The customer's blood glucose was 409 mg/dl at the time of incident. The customer stated that the insulin pump was able to rewind. The customer also stated that she was not admitted. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump gave a motor error alarm during the basic occlusion test and was unable to prime during the prime test due to a faulty force sensor. No alarms were noted. The motor passed the motor test. The pump was received with a cracked case at the display window corner, cracked battery tube threads, a cracked reservoir tube, a cracked belt clip slot, and minor scratches on the display window.